Manufacturer narrative:
An event regarding revision involving a trident x3 elevated rim 36mm ID was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the head and liner were removed. Replaced with a biolox ceramic head and sleeve and eccentric liner. Accolade tzf stem was well fixed and left in patient along with cup.

Event description:
It was reported that the head and liner were removed. Replaced with a biolox ceramic head and sleeve and eccentric liner. Accolade tzf stem was well fixed and left in patient along with cup.

Manufacturer narrative:
The v40 cocr lfit head 36mm/+10, cat# 6260-9-336, lot# l04mnd was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.